Event description:
During the recirculation period pre-treatment, the dialysate line detached from the hanson connector connected to the dialysate part on the dialyzer. The line was replaced. Pre-treatment machine checks were done. The pt's treatment was initiated and he was set to lose 4.8 kgs. In four hrs. None hr into the treatmennthe complained of not feeling well and was given normal saline. One half hr later the pt complaed of cramps and was given hypertonic saline. He then vomited and loss consciousness. He was given 600 cc ns and his condition stabilized. The treatment was discontinued nd thet was weighted. He lost 4.4 kg in two hrs. The physician was notified. The tfr recorded by the maachine was 2.2 kg. The pt was discharrged to home in stable condition. The machine was pulled off the treatment floor and loxcand locked. The area technical manager was notified.